Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After 2 full recaptures and repositions of the closure device post deployment, a 0.98mm pericardial effusion was noted at the apex. The closure device was released, and protamine was given to the patient. The patient underwent transesophageal echocardiography (tee) imaging four hours post index procedure, and it was decided to not take additional action in response to the pericardial effusion. The patient was discharged home the following day.